Event description:
I had a realize lap band placed in (B)(6) 2009. At my first post op visit, the surgeon noted that the "port" had flipped over and did not appear to be attached to the muscle wall, stating that the port is free floating in the abdomen. Since that time, during fills, multiple needlesticks are needed to turn the port and inject from the side. I have intermittent pain in the area of the port site scar. The surgeon states that if there is a time when he cannot inject into the port or locate it for injection that it will need to be fixed surgically, although I will not be able to afford any further surgery as it is not covered by insurance.